Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 239 (mg/dl). Reportedly, the customer cleared the alarms and resumed insulin delivery. A system check was performed with the current supplies and the pump performed as intended. No damage was noted to the cannula. The customer's bg level had lowered to 219 (mg/dl) and the customer declined to change the cartridge at the time of the report.